Event description:
Occlusion occurred [vascular occlusion]. Rha2 into lip [off label use]. United states report received from a healthcare professional on 08-jul-2021. A nurse practitioner injector reported that a caucasian (B)(6) male patient received rha2 on (B)(6)2021. A volume of 0.2cc of rha2 was applied to the lower right lip (lip outline) using a retrotracing injection technique. The needle from the box was used for the administration of rha2. It was not reported if a cannula was used for administration of rha2. Previous cosmetic procedures include vollure in the same area in 2018 and 2019 with no reaction as well as an unknown filler on (B)(6) 2019 in the lips and on (B)(6) 2018 in the chin both with no reaction. Medical history includes face reconstructive surgery in the jaw two times in the last four years. Concomitant medications and food supplements were not provided. The patient received a covid-19 vaccine in late mar-2021. On (B)(6) 2021, the injector went to inject the lip and right away hit an artery or vein. The patient experienced a vascular occlusion which was described as white out of the lip area. It should be noted that this diagnosis was made based on appearance. As treatment, on (B)(6) 2021, the patient was treated with four vials of hylenex (hyaluronidase) in the right lower lip. The intensity of the event was reported as severe. The outcome of the event was resolved. It is unknown if the product was available for return. (B)(4). Follow up information was received on 20-jul-2021 by a healthcare professional. Updated information includes the sex of the patient, medical history, previous cosmetic procedures, injection details, outcome of event, intensity of event, and treatment details. No additional information was available at the time of the report.